Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an arrhythmia that was in the conditional zone resulting in the device to charge. The device never delivered any shock therapy. Device data was sent to rhythmcare for review. Data review determined one episode delivered anti-tachycardia pacing (atp) due to oversensing of the atrial rhythm. This device remains in service. No adverse patient effects were reported.